Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The localizer was replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. H3, h6: the localizer was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the localizer analysis. Lot number of concomitant product: 1508350993500598 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735799r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when on site replacing the ups and batteries for a different case the system was showing ups disconnected for both carts as well as showing localizer disconnected. During troubleshooting the same behavior was seen upon exchange of the router. All ethernet ports were verified. The self test tool showed both the ups was disconnected and internal network status was all red. Discharging ups did not help. Bypassing oring did not resolve either. Looked at leds on ethernet ports on back of the cpu ( pcoip host card port, blinking red) (ethernet port in the lower right of the pc - no leds). Tried a known working network cable from router to this port with no change. There were no leds illuminated on the back of the router indicating no power to router. Checked power input from ups and noted the router's 12v connection was not plugged into ups. Once that was plugged in and system booted on, both main cart and camera cart powered on normally. No patient present.